Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated. During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention is pending to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported observation that the eterna ipg can no longer connect was confirmed. The root cause of the observation was due to the device battery charge not being maintained. Based on the ipg diagnostic logs the device was not charged appropriately when required. The battery was not charged at all during the implant period, based on the ipg logs. After the device's battery was sufficiently charged, it was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry and output signal integrity, and all test steps passed. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.